Manufacturer narrative:
Date of the event (B)(6) 2017 is an estimate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for bowel dysfunction and gastrointestinal/ pelvic floor. It was reported that the patient was feeling uncomfortable stimulation. It was noted that no trauma/falls were reported to be related to the issue. It was stated that stimulation was on, on program 1 at 2.6v, further mentioning that patient was getting erratic stimulation kind of like erratic buzzing in the anus area. It was noted that this started a couple of weeks prior to the report and it was not doing that before. Patient was redirected to the health care provider (hcp) for further direction. No further patient complications were reported /anticipated as a result of this event.